Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two different leadless implantable pulse generator (ipg) systems were attempted, and both exhibited non-capture and high impedance. The physician removed both of the leadless pacemaker systems, and ultimately chose to implant a traditional pacemaker system to complete the surgery. No patient complications have been reported as a result of this event.